Manufacturer narrative:
Reported event of a separation failure was not confirmed. Visual inspection noted the outer helix was compressed out of specification and found no anomaly on the inner helix. The helix compression is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Reported event of a separation failure was not confirmed. Visual inspection noted the outer helix was compressed out of specification and found no anomaly on the inner helix. The helix compression is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that patient presented for leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the atrial aveir could not be advanced into long tether mode. There was significant catheter manipulation required to achieve the correct positioning. The lp was ultimately not used and was replaced with a new lp. Patient condition was stable.

Event description:
New information noted that the lp could not be separated from the tethers.

Manufacturer narrative:
H6: medical device problem code changed from "use of device problem" to "separation failure" as confirmed by the company representative.